Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID 2134265-2014-06859. (B)(4). It was reported that watermelon seeding occurred. In (B)(6) 2014, the patient presented with ongoing typical chest pain and was subsequently diagnosed as unstable angina. Cardiac catheterization was recommended. The 95% isr located in the 1st om was treated with balloon angioplasty using a 3.0 x 15 mm emerge balloon. During angioplasty, water melon seeding was noted with the balloon. However, the post residual stenosis was 0% with timi flow 3. Hence, no action was taken. The event was considered as resolved and the patient was discharged on aspirin and clopidogrel.